Manufacturer narrative:
A report of this event and the malfunctioning device were provided to silk road medical as the manufacturer of the transcarotid stent system. An investigation of the device was conducted. Based on the investigation, silk road medical believes that the tip detachment of the device associated with the event was not related to the manufacturing process, and therefore, not the same issue associated with the devices subject to recall. Silk road medical's conclusion is that it is more than likely that the device associated with the event was exposed to forces greater than the device was designed to withstand, possibly exacerbated by the patient condition or medical procedure.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after stent deployment, the stent delivery nosecone catheter tip fell off inside the sheath upon removal. Using fluoroscopy, the tip was visualized in the most proximal portion of the sheath. The sheath was removed and flushed, and the catheter tip came out in one complete piece. The procedure was completed successfully with no reported patient harm or adverse consequences.

Manufacturer narrative:
The product associated with this complaint was returned to the manufacturer for analysis; however, investigation of the device is still in process. A follow-up MDR will be submitted once additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after stent deployment, the stent delivery nosecone catheter tip fell off inside the sheath upon removal. Using fluoroscopy, the tip was visualized in the most proximal portion of the sheath. The sheath was removed and flushed, and the catheter tip came out in one complete piece. The procedure was completed successfully with no reported patient harm or adverse consequences.